Manufacturer narrative:
Catalog number and UDI are unknown; no additional information has been provided to date. Operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both pumps were alarming "no disposable- pump won't run". The cassette was changed out and the issue resolved; the patient was able to continue therapy. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: h4: correction: device manufacturing date: 01-nov-2002.